Event description:
On 4/2/1998 at 9:35 a.m., the iab was surgically inserted in the o.r. Through a graft. Poor inflation and augmentation was noted on 4/2/1998 at 2:20 p.m. Cxr post insertion revealed the catheter to be at the 8th intercostal space. The physician's assistant advanced the catheter with no improvement in augmentation. The catheter was surgically removed in the operating room on 4/4/1998 at 7:51 a.m. The iab was not returned to datascope for evaluation. Event complications: none from the event. Reported 6/4/1998. Pt.'s current status: discharged-reported 6/4/1998.